Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced fungal peritonitis and subsequently passed away due to an unknown cause. The cause and treatment for the peritonitis were not reported. On an unreported date, the patient was hospitalized for an unspecified indication (duration unspecified). Five days prior to death, extraneal and physioneal therapies were discontinued due to the fungal peritonitis. It was not reported if the patient recovered from the peritonitis prior to death or if an autopsy was performed. No additional information is available.